Manufacturer narrative:
Complaint is confirmed. No device was returned for investigation, however a picture of the screw used in the procedure was received. Based on the image provided, it can be seen that the screw broke approximately after the third thread from the proximal end. As the device was not returned for investigation, the cause cannot be determined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a patellar tendon allograft anterior cruciate ligament reconstruction surgery the device (ar-4020c-09, lot 11517169) broke inside the patient at the end of the screwing in a 9 mm diameter tibial tunnel. The surgeon used a tap before inserting the device as a bone tendon bone graft. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.